Manufacturer narrative:
B3: september is the reported month of the event, but exact day not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and it was found that when powering up the device showed red screen with no software installed. The cause of the problem was a no software being installed. Software was installed to correct the issue.

Event description:
It was reported that the device had failed remediation. The results of the investigation found that when powering up the device showed red screen with no software installed. There was no patient involvement.